Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 2 patients from a coaguchek xs meter compared to the laboratory with two test strip lots. The meter serial number was not provided. The information for what specific test strip lot was used for the patients was not provided. This medwatch will cover test strip lot 27216112. Refer to manufacturer report reference number 1823260-2018-03822-00 for information on test strip lot 19664011. For patient 1 the result from the meter was 5.6 inr and the result from the laboratory was 3.9 inr. For patient 2 the result from the meter was 5.8 inr and the result from the laboratory was 4.4 inr. There was no allegation of an adverse event. Patient 1 had a therapeutic range of 2.5 - 3.5 inr. Patient 2 had a therapeutic range of 2 - 3 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 272161) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.